Manufacturer narrative:
Following our receipt of the one returned opened/used sensor and performed visual inspected and found sensor with contact pad damage (cracks)causing electrical interruption in the sensor circuit and sensor failed per specification. Unable to continue with functional testing due to sensor being damage. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. Customer received a change sensor and calibration not accepted alerts too. Customer also requested to run tester procedure for transmitter. The customer reported no adverse event. The event involved product mmt-7020lb. Troubleshooting was performed and the discrepancy between the sensor glucose value of 40 mg/dl and blood glucose value of 140 mg/dl was not within the target range. Troubleshooting was performed for tester procedure for transmitter and the test passed. No harm requiring medical intervention was reported. Mmt-7020lb was requested and the customer response was the device would be returned.